Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was broken at the connection of the therapy cable. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device was broken at the connection of the therapy cable. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's top, front, bottom case and display bracket to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a broken/damaged housing.

Event description:
The customer contacted stryker to report that their device was broken at the connection of the therapy cable. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was contacted for more information on patient involvement. The customer confirmed that no patient was involved in the reported event. Section b5 has been updated accordingly.